Event description:
It has been reported that the procedure was being performed in the operating room on a (B)(6) male pt. The catheter as being placed into the pt¿s jugular vein. When the physician attempted to remove the needle, the hub became disconnected from the cannula. As a result, the physician removed the needle along the guide wire. There was no delay in treatment, no pt death, and no pt complications were reported. The pt¿s outcome was good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.